Manufacturer narrative:
The investigation into the low pump flow has been completed. Data & product were not returned for review. The root cause of the low flow was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
A patient of unknown age and gender received hemodynamic support with an impella cp smartassist heart pump and extracorporeal membrane oxygenation (ECMO) due to acute myocardial infarction/cardiogenic shock. The automated impella controller (aic) repeatedly alarmed due to impella heart pump priming. Low pump flow has been reported that was not resolved by repositioning the impella cp. The impella cp was then removed and the patient remained on ECMO.